Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 0189495, medical device expiration date: 2025-07-31, device manufacture date: (B)(6) 2020. Medical device lot #: unknown, medical device expiration date: unknown, device manufacture date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that pen ndl 32g 4mm hp 100 box 1200 us needle broke off. The following information was provided by the initial reporter: material no: 320550, batch no: 0189495, unknown. It was reported that the pen needles are bending at the patient end during the injection and some of the needles broke off in the injection site. Verbatim: I returned consumer's call, he stated that the needles are bending at patient end during injection. Also stated that some of the needles broke off in the injection site. Needles were removed with a tweezer. No medical assistance. Consumer stated that the issues involve more than one box, the previous boxes and samples have been discarded. Lot #s for previous boxes are not available.

Event description:
It was reported that pen ndl 32g 4mm hp 100 box 1200 us needle broke off. The following information was provided by the initial reporter: material no: 320550, batch no: 0189495, unknown. It was reported that the pen needles are bending at the patient end during the injection and some of the needles broke off in the injection site. Verbatim: I returned consumer's call, he stated that the needles are bending at patient end during injection. Also stated that some of the needles broke off in the injection site. Needles were removed with a tweezer. No medical assistance. Consumer stated that the issues involve more than one box, the previous boxes and samples have been discarded. Lot #s for previous boxes are not available.

Manufacturer narrative:
H.6. Investigation: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. H3 other text : see h.10.